Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Lens tears can occur at any stage from manufacture to intraoperative manipulation. The facility reported the lens tore during loading. It is not clear if this was due to lens handling or to some inherent property of the lens itself. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide) (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. A claim search by cartridge lot number revealed one similar complaint and claim search by injector lot number revealed no similar complaint. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order, cartridge and injector lot number search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a aq5010v three piece silicone lens. Lens tore during insertion into the right eye. Lens was removed and backup lens, same model and size was implanted. There was no patient injury. Cause of lens tear is unknown.

Manufacturer narrative:
Visual inspection of the returned product found half of the lens optic and one loop haptic are torn off and missing. Lens was returned dry. There was evidence of clear surgical residue on product. Based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).